Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Sample has been evaluated and inspected the exterior of the sample and found the cap was detached from inflation funnel. Observed the edges of the inflation funnel were smooth and regular. However the exact cause on how and when the event occurred could not be determine. A potential root cause for this failure mode could be, rough shaft/inflation funnel weight out of specification/mishandling catheter or could be valve not fully fitted on to funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex.'' H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the valve had come off the inflation lumen. The syringe was accessed through the valve after inserting the foley catheter into the patient and sterile water was injected. The valve abruptly disengaged from the inflation lumen. As a result, another foley catheter was added. Per additional information via email from ibc on 16sep2021, it was confirmed that the problem was a disconnection and there were no water drain issues. It was also confirmed that there were no material fragmentation, holes, rips, or tears in the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the valve had come off the inflation lumen. The syringe was accessed through the valve after inserting the foley catheter into the patient and sterile water was injected. The valve abruptly disengaged from the inflation lumen. As a result, another foley catheter was added. Per additional information via email from ibc on (B)(6) 2021, it was confirmed that the problem was a disconnection and there was no water drain issues. It was also confirmed that there were no material fragmentation, holes, rips, or tears in the device. No patient injury was reported